Event description:
I had the essure coils inserted on (B)(6), 2015. Since that day I have not stopped bleeding or cramping. I have severe leg and back pain and terrible headaches. I contacted my dr one week after my procedure to report my continue bleeding and pain and they said this was normal and continue with ibuprofen. I contacted my dr again two weeks after my procedure to report my symptoms again and was told this sounds acceptable and continue to monitor "unless becomes worse." Last night there was a news story about essure with interviews of women suffering from debilitating symptoms and I now understand where my leg and back pain is coming from. These side effects were not disclosed in my consultation and I've read the essure website and it's not disclosed how terrible these implants can be for some women. It only states "rare incidents" when there are thousands of women suffering and over 12,000 have signed a petition against this product. I want these coils removed and I'm not sure my insurance is going to pay for this.